Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with customer's low and high blood glucose levels. The customer states their levels had been as low as 52mg/dl, and as high as 425mg/dl. The customer states they treated the high with pump. The customer declined to troubleshoot the pump.